Event description:
After initial therapy with the vest, pt experienced shortness of breath and chest pressure. Hosp emergency room determined pt experienced a collapsed lung. Md felt the vest therapy contributed directly to the event. No reports of similar occurrences have been received.